Manufacturer narrative:
The reported event could be confirmed (according to the photo provided), despite no further information. The device inspection (using the photo provided) revealed the following: the screw head is completely broken / torqued off at the upper level of the thread. The reported screw was not returned for investigation; however it is visible though that too much applied mechanical force during screw insertion has lead to the screw breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much torque which was applied during screw insertion. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
The customer reported that the head of the screw broke off during implantation, as it was being inserted by hand into an axsos plate the head did not fall into the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the head of the screw broke off during implantation, as it was being inserted by hand into an axsos plate the head did not fall into the patient.